Manufacturer narrative:
Product event summary: the data files containing patient files were received and analyzed. The patient file was received and recorded on the reported date of the event. The patient file showed eight applications were performed using a catheter identified as afapro28 of lot number 37665. The patient file did not show any system notice on the reported date of the event. In conclusion, the reported phrenic nerve injury (pni) occurred on the event date and could not be assessed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, after ablating the right superior pulmonary vein (rspv) for 45 seconds, the diaphragm's palpitation stopped when the temperature reached -40 degrees, resulting in phrenic nerve palsy (pnp). The ablation was immediately stopped, but the phrenic nerve did not recover. The case was completed with cryo. The day after the procedure, an x-ray scan was performed, and the phrenic nerve remained paralyzed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.